Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to water or moisture invasion into the scope, which damaged the image sensor unit. While the device malfunction was confirmed, the exact root cause of the reported issue could not be definitively determined. The event can be detected/prevented by following the instructions for use in: instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿. ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device. Additional information: h3, h6.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited the image disappearing during angulation in the right/left direction and the device displayed the scope communication error code (e216). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.